Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Event description:
The physician reported that the flexcath steerable sheath (catheter introducer) was leaking at the valve throughout the cryoablation procedure. The procedure was completed and no adverse event occurred.